Event description:
Procedure: lap gastric bypass; reportedly, the surgeon used the eea technique to create the anastomosis between the gastric pouch and the bowel. While attempting to close the gastrotomy created to pass the anvil of the eea, the first firing had malformed staples. Leak test was performed and the staple line did leak. The surgeon then fired a second staple line, removing more of the gastric pouch, and that staple line also had malformed staples noted. Another leak test was performed and again a leak was noted at that time, the surgeon decided to convert to an open procedure and over sew the staple line. Gastric pouch now approx 15cc. Surgery completed without further indident.